Event description:
It was reported that the patient underwent a gynecological procedure and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06489. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to pop/sui, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia and burning in vaginal area.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
It was reported that patient underwent removal of protruding mesh on (B)(6) by dr. (B)(6) it was reported that following insertion the patient experienced urinary incontinence, urinary frequency, and nocturia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010. It was reported that the patient underwent removal vaginally of prosthetic vaginal graft from anterior and posterior vaginal walls on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.